Event description:
It was reported that foreign material was identified. An encore 26 balloon catheter inflation device was selected for use. During unpacking, it was noted that "it looks as if there is barium inside it or the plastic is funny." The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.

Event description:
It was reported that foreign material was identified. An encore 26 balloon catheter inflation device was selected for use. During unpacking, it was noted that "it looks as if there is barium inside it or the plastic is funny." The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit was visually inspected for any damage or defects. The encore unit was returned with a stain on the side of the device. The stain was noted to be on the inside of the clear housing and on the side of the barrel. No functional testing was performed, as no functional issues were reported for this device. Visual examination noted the presence of an adhesive stain outside of the barrel and the inside of the clear housing. However, the stain did not obstruct the graduation marks in the barrel. The stain is consistent with the application of excess adhesive. It in no way affects the product functionality or presents a risk to patient safety. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference. (B)(4).